Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg because the battery area got hot quickly. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132; sn (B)(6). The returned ipg was analyzed and the complaint regarding the high charging temperature was not confirmed. The highest temperature during charging cycles as well as the battery depletion rate were within the acceptable range. A review of the patients data found frequent charging mode while stimulation was active. The device was able to be charged fully with proper charging techniques.

Event description:
It was reported that the patient was having difficulty charging ipg because the battery area got hot quickly. The patient underwent an ipg replacement procedure and was doing well postoperatively.